Event description:
The initial reporter received a questionable etoh2 ethanol gen.2 result for one patient sample with a cobas 6000 c501 module. The initial result was 19.0 mmol/l. This result was reported outside of the laboratory. The repeated result was <2.2 mmol/l with a data flag. A new sample was tested for confirmation with a result of <2.2 mmol/l with a data flag. The reagent lot number was 570099 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The calibration is acceptable and control results are within range therefore a general issue with reagent and instrument can be excluded. The field service engineer checked the ultrasonic mixer, adjusted the gear pump, replaced the vacuum diaphragms, replaced and adjusted the sample probe, and adjusted the cuvette water level due to overflowing issues. The customer had no further issues after the service visit. The investigation determined the service actions resolved the issue.